Manufacturer narrative:
(B)(4). Results of investigation: the carefusion factory service center received the suspect device, a sipap unit, and evaluated the device. An evaluation of the device confirmed the reported issue. The factory service center replaced the flow meter and the unit meets factory service specifications.

Event description:
The customer reported that the flow meter ball on the flow meter on the sipap unit is not steady and jumps around. The end-users find it hard to adjust/regulate the flow meter. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a sipap 0-15lpm flow meter, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to mineral oil found in the 0-15lpm flow meter needle valve assembly causing the flow meter float to be sluggish. There was no evidence of the mineral oil leaving the flow meter into the pneumatic pathway into the patient circuit. The mineral oil was isolated to the 0-15lpm flow meter only.